Event description:
The patient experienced a gradual loss of therapeutic effect. He felt stimulation in the same location. Changing the amplitude did not help. He had a bulge next to the lead-extension connection that was "hard as a rock" and sore. His physician told him that the leads were broken. No intervention was planned at that time.

Manufacturer narrative:
Sore lump/bulge near lead.